Event description:
It was reported the device had no output. It was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4): preliminary testing revealed a pacing output when device was programmed ddd 70 bpm unipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device lead impedance measured opens on (B) (6) 2010 which is after the explant date of (B) (6) 2010.